Event description:
It was reported that there was "some oversensing or loss of capture" that occurred on the left ventricular (lv) lead. It was further reported that the patient was asymptomatic at the time, and that the rhythm strip shows a "very regular" pattern like the device's automatic lv capture test. Programming changes of the lv settings were done and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.